Event description:
Material# 2426-0007. Batch# unknown. It was reported by customer that I submitted a product complaint earlier today for two of our primary tubing which is ref: (B)(4). Just a few minutes ago (11/112024), I received another complaint. In this instance, the tubing fell apart when they were priming the it. This set was done by a different nurse then the last two. The tubing ripped at the same place as all of the others. No harm was done to any patient verbatim: rcc received a complaint via email. I submitted a product complaint earlier today for two of our primary tubing which is ref: (B)(4). Just a few minutes ago (11/112024), I received another complaint. In this instance, the tubing fell apart when they were priming the it. This set was done by a different nurse then the last two. The tubing ripped at the same place as all of the others. No harm was done to any patient

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.